Manufacturer narrative:
A visual and dimensional inspection were performed on the returned guide wire. The reported polymer damages were unable to be confirmed as there were no polymer damages noted. The reported difficulty to advance and remove were unable to be confirmed due to the multiple kinks and bends of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported polymer damages or irregular texture. Although a conclusive cause for the polymer damages could not be identified, the reported difficulty to advance and difficulty to remove appear to be related to operational circumstances if the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.device code 2889 removed. Device code 1506 added.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, moderately tortuous left circumflex lesion that was 95% stenosed. The balance middleweight universal ii guide wire crossed the lesion. While advancing an unspecified stent delivery system (sds) on the wire, the sds and wire became stuck. When the sds moved forward, the guide wire also moved forward, causing the stent to not reach the lesion smoothly. The guide wire and sds were withdrawn together. It was then suspected that the polymer coating of the guide wire was expanded or swollen. A new non-abbott guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.